Event description:
Pediatric pt is a subject in a clinical trial sponsored by a pharmaceutical firm. On (B)(4)2010, study investigator informed dexcom that pt experienced a broken sensor wire five days after insertion. Pt had no injuries, and no medical intervention was required.

Event description:
This is a spontaneous report by a nurse from the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, patient made mistake/touch contamination and pd therapy was withdrawn. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. The nurse did not provide information regarding treatment. It was not reported whether the patient made mistake/touch contamination resolved. The patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A batch review was performed for potentially associated lots (h10g19094, h10f16084, and h10f05053) with no issues noted during the manufacturing process. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 5 involved in this peritonitis event.